Event description:
It was reported that after waring the pod on the arm between 37 and 48 hours, the site was painful, irritated, purulent, infected, and the blood glucose (bg) levels rose up to 26.4 mmol/l (475.2 mg/dl). The patient visited the emergency room (ER) where was prescribed antibiotics (flucloxacillin 500 mg) to be taken for 5 days 4 times a day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (b)(5) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.